Event description:
It was reported that the right ventricular lead exhibited a high capture threshold. The right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.